Manufacturer narrative:
Device eval anticipated, but not yet begun. A field service engineer has been on site for troubleshooting and replaced an air gas module. The replaced gas module has been requested for investigation but not yet received. A f/u MDR will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test, the pressure transducer test, the flow transducer test and the safety valve test during pre-use check. There was no pt involvement. (B)(4).